Event description:
The customer reported the sys is failed to properly save pt image data. There is no pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reseated and replaced the hard drive and reloaded software. The sys operates as intended.